Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device reached to the end of service (eos) on (B)(6) 2017. The battery performance alert (bpa) was triggered on (B)(6) 2017. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.